Event description:
It was reported that a customer experienced no-flow during use of a multi-day infusor. This occurred during infusion with a combined 60 ml of methadone and saline solution, midazolam, and haloperidol. 36ml remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The lot was manufactured from july 17, 2013 to july 18, 2013. The device was received and the evaluation was completed to investigate the reported event. Visual inspection revealed evidence of no-flow when the luer cap was removed. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. This blockage was determined to be the cause of the event. Therefore, the reported condition was verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.